Event description:
It has been reported that following a transvaginal sling procedure, the pt complained of pelvic pain, discharge and severe incontinence. The device was removed in 1999. The device was not returned for evaluation.

Event description:
Further info rec'd indicated the pt presented with vaginal erosion. Based on this new info, this event is covered by the remedial exemption-e199601, assigned on 4/6/1999. Therefore, this event should not have been reported due to the exemption.